Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2014.

Event description:
It was reported that the patient received three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. There were questions with how the patient's cardiac resynchronization therapy defibrillator (crt-d) was operating with regard to detection and withholding therapy in certain situations. Follow-up indicated the crt-d was reprogrammed and the patient's medications adjusted. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.